Manufacturer narrative:
Date of event: estimated as 6 weeks post implant.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) procedure. The imaging showed that there was a device related thrombus present. The physician changed the patient's medical regiment from warfarin to eliquis and will follow-up at a future date with another tee procedure. The patient was discharged the next day with no consequences or complications as a result of this event.